Manufacturer narrative:
Initial reporter additional phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use tubes under filled with 20 bd vacutainer® k2e 3.6 mg plus blood collection tubes. The following information was provided by the initial reporter: tubes under filled.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use tubes under filled with 20 bd vacutainer® k2e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter: tubes under filled.